Manufacturer narrative:
This supplemental report is to correct the initial MDR report which did not answer question . The answer to question is "no".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine follow-up where reproducible non-sustained right ventricular lead oversensing and noise was revealed. Reprogramming was performed for the intervening weekend after which a procedure was held wherein the lead was explanted and replaced. The patient was stable before, during and after the procedure.